Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2020 from the home therapy nurse (htn) regarding a (B)(6)year old male patient with a medical history of hypertension and end stage renal disease, who stated the patient had abnormal lab values and subsequently discontinued use of the device on (B)(6) 2020. Additional information was received on 27-28 jul 2020 from the htn who stated the patient elected to discard blood (amounts not specified) while troubleshooting alarms. In (B)(6) 2020 (date not provided) the patient had a hemoglobin of 7g/dl and received a blood transfusion. No additional information has been received.